Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient intermittently heard "beeping/alarm" noises coming from what they thought was the controller. Log files were sent and indicated that the patient had one controller power up and associated motor start three days prior. The patient believed that one source of power was connected to the controller at all times and that a double disconnect of power did not occur. A controller exchange was performed. The patient tolerated the exchange well with minimal pump off time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported the patient was experiencing intermittent beeping and a controller power up observed in the logs. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that device passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), did not contain the smr software. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and/or communication errors between the controller and batteries. However, momentary disconnections will result in an audible tone. The most likely root cause of the reported beeps can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address communication errors on non-smr controllers. Heartware has opened an internal investigation to address momentary disconnections between the controller and batteries. Additionally, a controller power up event with its associated motor start were recorded on (B)(6) 2017 at 00:06:43. The data point prior the controller power up event (at 00:03:03) revealed that an ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 93% relative state of charge (rsoc). The data point after the controller power up event (at 00:21:43) revealed that an ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 92% rsoc. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.